Event description:
A 20 mm diameter x 12mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessels were reported to be small in diameter, slightly-calcified and non-tortuous. It was reported that the bifurcated stent graft was deployed at the intended landing zone. The final angiogram demonstrated that due to the small diameter of the iliac arteries putting pressure on the stent graft resulting in the stent graft moving proximally. The physician attempted unsuccessfully to pull the stent graft back to the correct location. The physician elected to leave the renal artery which was severely diseased covered. No additional clinical sequuelae were reported and the patient is fine.